Event description:
Allegedly the patient was revised due to mom complications (right).

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
Investigation is not complete. Event code is addressed in package insert. Trends will be evaluated. This is the same event as 3010536692-2014-00598, -00599, -00600, -00602. This report will be updated when investigation is completed.